Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned gii oxinium femoral impactor confirmed the device has a metal piece broke in the middle. The other piece was returned with the device. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the pro failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event, therefore, based on the alleged failure and the date when the product was manufactured, a further review of the manufacturing records was not deemed necessary. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka, while impacting a femoral component the gii oxinium femoral impactor broke off. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.